Manufacturer narrative:
Submit date: 11/30/2016. An investigation is currently under way. Upon completion, the results will be forwarded.

Event description:
It was reported to covidien on 6-9-2015 that a customer had an issue with a syringe. The customer reports: we are still finding syringes with broken tips/plunger ends, missing/ illegible prints, flash, and cut/slice on the barrel of the syringe.